Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. During placement of the device, the device could not advance past the iliac bifurcation. The impella was removed, and the common femoral artery was ballooned. The physician attempted to insert the impella again, but they were unable to advance past the abdominal aorta. The case was aborted, and the sheath was removed with successful hemostasis.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.